Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with (B)(4). The device was not returned for evaluation. Device history record review could not be performed at this time since lot number and serial number were not provided. The reported complaint is unconfirmed. Root cause analysis cannot be completed at the moment. (B)(4).

Event description:
It was reported that the a1114a standard infinity skull clamp was involved in a slip during a cranial procedure. It was unknown if there was any patient injury.